Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 29-sep-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Technical support specialist (tss) agent was unable to find the kit the user was referring to and reached out to the user, the user responded that they found a resolution and the ticket can be closed.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, it had a unable to pull up our rsi kit on override at the pyxis. The customer reported there was a delay in dispensing medications to the patient. There were no adverse events or injuries reported based on this event.